Event description:
Knee infection. Info was received in 2001 from a sales rep who reported about a pt who experienced a knee infection in 2001 after receiving synvisc injections. The pt's medical history includes two prior series of synvisc injections and a cardiac infection (1 month ago), which required hospitalization. The pt's concomitant medications are unknown. The pt received two intraarticular synvisc injections into an unspecified knee in 2001. After the second injection, the pt experienced an effusion. The physician removed 110 ccs of fluid from the injected knee and sent it for analysis. The results revealed a white blood cell (wbc) count of 28,000 with no infection reported. The pt returned to the pt's physician one week later with a recurring effusion in the injected knee. The physician removed 60 ccs of fluid and sent it for analysis. The results revealed a wbc count of 48,000, and the fluid was reported positive for "strep a". The pt was admitted to the hospital where the pt was treated with unspecified antibiotics. It was reported that the physician did not believe the infection was related to synvisc. The pt's clinical outcome is unknown.